Event description:
Whisperject device broke, and pt was unable to be inject medication. Prescriber and MFR are aware. MFR collected lot and expiration date. Pt will continue on medication. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: multiple sclerosis.